Event description:
During a review of a recent patient download, zoll customer support detected several "battery charger fault" flags in the downloaded data. Further review of the data showed that these occurred on the same battery. The suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the printed circuit assembly. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.